Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump lost its settings after the user took it through a full-body scanner. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings:a review of the pump black box data and histories revealed no evidence related to the complaint. The pump battery was removed and reinserted; the appropriate settings were maintained. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.